Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified artery below the knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured near the tip of the balloon. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition post procedure.